Event description:
It was reported the pt was not able to communicate with his ipg. The sjm rep confirmed the issue. The pt was instructed to attempt recharging his ipg. No additional information is available at this time.

Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.